Manufacturer narrative:
The field service representative (fsr) performed a site visit, inspected the instrument, and performed the following troubleshooting actions: cleaned the cuvettes manually with ict cleaning solution and detergent a, replaced and calibrated the sample probe, r1 probe, and r2 probe, replaced the cuvette wipers, aligned the cuvette washer assembly and performed magnesium precision studies with cvs in specification. No additional discrepant result issues have been reported since the service activity was completed. A definitive cause of the discrepant result was not identified. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer observed falsely elevated magnesium results for a patient sample tested on the architect c8000 analyzer. On (B)(6) 2020, sid (B)(6) generated an initial result of 2.69 mmol/l and repeat result of 0.82 mmol/l with a normal range of 0.66 to 1.07 mmol/l. There was no impact to patient management reported.